Event description:
My eyes are blurry, red, swollen, I have had some discharge and it's very hard to see clearly out of one of them. I used the renu moistureloc contact solution from bausch and lob. I tried calling bausch and lomb and was put on hold for about two hours only to get a voice mail that said they weren't in until this coming thursday.